Event description:
It was reported that the customer has been experiencing high blood glucose levels (222 mg/dl). During system check, customer reports blood being present at placement site. Customer changed placement site and blood glucose levels stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.